Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implantable neurostimulator (ins) and the issue began about a month ago. Patient would get a notification that the battery was starting to go. Patient then couldn't charge the controller on saturday. Patient mentioned the controller turned on when plugged into the ac power but it wouldn't charge. During the call the battery pack was split in the controller. Patient was able to remove the other half of the battery that was still stuck in the controller. Agent sent request to repair to replace the battery pack. 2026-feb-18 sap ecc service and repair (B)(4) (con): patient called back stating they received their replacement battery pack and was able to charge their controller, but when they went to charge their implant, the paddle and the relay box got really hot and was burning their skin. Patient stated they noticed the controller displayed 'no connection' then they saw low - high numbers (passive recharge mode). Patient stated during that they noticed the controller went blank and unresponsive. Patient let controller sit overnight then tried to plug controller in, and controller lit up and they reset date and time. Patient stated they do not want to plug recharger back in due to heat. Agent asked, patient confirmed the recharger wiring had some splits in it. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6); UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97755 serial# (B)(6), revealed no device found message and scrapped due to failing bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.